Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose of 50 mg/dl. Customer¿s current blood glucose is 158 mg/dl. The other blood glucose level was 139 mg/dl, the customer did not experience any symptoms such as a result of high blood glucose. The customer treated with the food. Troubleshooting was declined for low blood glucose and over delivery. The insulin pump had two calibration not accepted alarm. The troubleshooting was performed for calibration not accepted alarm. The customer reported that he received two calibration not accepted alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.